Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer has the following issues: the programmer shut down repeatedly for several times. The back cover cannot be closed (handled with tape). There is a foreign object inside the stylus holder that does not allow the stylus to be hold the programmer was returned without accessories (without cables, without programming head, etc).

Manufacturer narrative:
Preliminary analysis of available log files showed that the issue seams not related to software. It could be related to shutdown button (plastic issue inducing involuntary shutdown event). The behaviour in the programmer files seams completely normal.

Event description:
Reportedly, the subject programmer has the following issues: the programmer shut down repeatedly for several times. The back cover cannot be closed (handled with tape). There is a foreign object inside the stylus holder that does not allow the stylus to be hold. The programmer was returned without accessories (without cables, without programming head, etc).

Event description:
Reportedly, the subject programmer has the following issues: the programmer shut down repeatedly for several times. The back cover cannot be closed (handled with tape). There is a foreign object inside the stylus holder that does not allow the stylus to be hold. The programmer was returned without accessories (without cables, without programming head, etc).